Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. (B)(4) for the reported event of stent damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was attempted to be implanted within the bile duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture caused by cancer. During the procedure, the physician attempted to reconstrain the stent to correct its position within the patient. However, this was unsuccessful and the stent was removed from the patient partially deployed. Outside of the patient, the physician attempted to reconstrain the stent again, but it did not work. It was reported that the stent became "demolished" due to this event. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. It was noted that the outer sheath had been moved distally over the tip so that the outer sheath was located 217 mm distal to the distal end of the tip. The stainless steel shaft was detached from the inner shaft and was not returned. This type of damage is consistent with excessive tensile force having been applied to the shaft. It was noted that the inner shaft was kinked at several locations proximal to where the stainless steel shaft had detached. During analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the mounted stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed no similar complaints for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. However, it appears from the condition of the returned device that the valve body had been moved in the opposite direction to what is indicated in the dfu. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was attempted to be implanted within the bile duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture caused by cancer. During the procedure, the physician attempted to reconstrain the stent to correct its position within the patient. However, this was unsuccessful and the stent was removed from the patient partially deployed. Outside of the patient, the physician attempted to reconstrain the stent again, but it did not work. It was reported that the stent became "demolished" due to this event. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be stable. Additional information received since may 27, 2013 according to the complainant, the patient was diagnosed with reoccurring cholangiocarcinoma. The lesion was reported to be located within the mid bile duct. The patient's anatomy was not tortuous. No dilatation was performed prior to the stent placement. It was reported that the delivery catheter or "cone used to place the stent" became demolished due to this event.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was attempted to be implanted within the bile duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture caused by cancer. During the procedure, the physician attempted to reconstrain the stent to correct its position within the patient. However, this was unsuccessful and the stent was removed from the patient partially deployed. Outside of the patient, the physician attempted to reconstrain the stent again, but it did not work. It was reported that the stent became "demolished" due to this event. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be stable. **additional information received since (B)(4) 2013** according to the complainant, the patient was diagnosed with reoccurring cholangiocarcinoma. The lesion was reported to be located within the mid bile duct. The patient¿s anatomy was not tortuous. No dilatation was performed prior to the stent placement. It was reported that the delivery catheter or ¿cone used to place the stent¿ became demolished due to this event.